Event description:
It was reported that insulin pump displayed malfunction alarm code 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, confirmed malfunction did not recur after resetting, advised customer to continue using pump and to call back if any malfunction returned, and device was not returned.